Event description:
The manufacturer has received information reporting a loss of stimulation therapy to the patient due to power on reset. Telemetry of the device indicated the used capacity was between 40-85%. The exact date of product implant is unk; the year of implant was 2003. The manufacturer has received a report of device retrieval; the exact date of product explant is unk, but occurred in 2006. Initial information shows the product was not replaced at the time of explant. Product replacement was scheduled; however, there is no confirmation that this has taken place. Additional information has been requested. Patient specific information (gender, dob) is unk. The unit has not been received by the manufacturer for evaluation. Device return to the manufacturer for analysis is anticipated. Product will be evaluated for suspected bond wire breakage; the device serial number is part of the affected serial number range for the kinetra wire bond recall. An MDR follow-up report will be sent to FDA if additional information becomes available.